Manufacturer narrative:
The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Voluntary medwatch: using a tandem t:slim x2 insulin pump, when basal-iq is active due to low blood sugar, pump resumed delivery if glucose sensor is out of communication range, in this case, I was asleep and my blood sugar become low during the night and basal-iq automatically stopped delivery, during the period in which delivery was stopped, I rolled over, blocking the wireless signal between the cgm and pump. Upon losing connection with the cgm, the pump resumed delivery, causing my blood sugar to fall even lower, eventually to the point where I required assistance to stop delivery with the pump. The sequence of key presses to unlock the pump on the touch screen is very difficult to carry out with the low blood sugar and I was not able to do it myself. This seemed to be due to increased sweating and reduced fine motor ability as a side effect of the low blood sugar and I was not able to it myself. This seemed to be due to increased sweating and reduced fine motor ability as a side effect of the low blood sugar. The precision and timing required to press the very small on screen 1-2-3 buttons in sequence causes excessive difficulty in a low blood sugar condition. I had been able to perform this task on older pumps using the physical buttons with no difficulty. I repeated the odd basal-iq behavior pump at the infusion set and walking to another room, causing the cgm to be out of communication range of the pump. After approx 15 min, I returned to see that the pump had shown that the pump had lost connection with the cgm and had resumed delivery before re-establishing connection with the cgm or confirming to resume delivery. The expected behavior would be for the pump to remain in whatever state (normal deliver or stopped delivery) it was currently in when connection is lost. In this case it seems to revert back to normal delivery even if the basal-iq feature had been enable and deliver stopped when the connection is lost. FDA safety report ID#(B)(4).